Event description:
An analgesia gas machine (flowmeter) was returned for repair and was received on 2/27/97 with a note saying "mixer won't mix and on/off switch not working." A follow-up with the customer revealed that the unit was seen to flow nitrous (n2o) without oxygen (o2) one time. This instrument is designed to deliver mixed o2 and n2o to a dental pt. When o2 flow or pressure is not present, the instrument has a feature which stops the flow of n2o. This feature, therefore, had malfunctioned. Upon evaluation the condition of n2o without o2 could not be reproduced. The follow-up report of the dentist contact states "this condition was seen during a failsafe system check and no pts were connected to the system." Therefore, at no time did a pt receive 100% n2o from this device as a result of this malfunction. Co has previously submitted MDR's when the failsafe has malfunctioned. Under the current MDR regulations, co has determined that this category of product malfunction does not require submission of an MDR and has failed an exemption with the FDA on 11/6/96.